Manufacturer narrative:
Additional information: b5, h6 (device codes), h7, h9. Investigation conclusion: the customer reported that the device required repair due to under infusion and the technician could not calibrate was confirmed during testing. The returned pump module failed rate accuracy testing in the ¿as received condition¿. The returned device failed calibration. It was found that the new vpmr of 147.4 is well below the acceptable vpmr range of 154 to 188. Device inspection: the source pump module was received with the instrument seal missing from the case. Both male and female iuis were observed with dried fluid and corrosion on the contacts. Installed on the device are 3rd party manufactured latch, sear, pivot screw, spring and rear case. Internally crushed and fractured upper right datum post and cracking observed on the surface of the bezel. Root cause analysis: the root cause of the customer report that the device required repair due to under infusion was identified was identified and is believed to be the result of crushed datum post and cracked bezel. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 29may2009. A review of the device service history record was performed beginning from the date of manufacture to the present date 18nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device needed to be repaired due to under infusion, and that the technician could not calibrate the device and recommended it be repaired. The rate accuracy test had a result of 10.71g. It was noted there was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device performed under infusion and failed to calibrate. There was no patient involvement.